Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant tech that a percutaneous lead eval was requested due to the rotor speed of the lvad going below the auto low setting, causing a red heart alarm. The manufacturer performed a percutaneous lead distal end replacement per procedure on (B)(6) 2014. Approximately 2 days later, it was reported that the pt continued to have abnormal pump operation following the repair. An ungrounded cable was requested and shipped. Approximately 6 days later the pt underwent a pump exchange from one lvad to another lvad.